Event description:
It was reported on (B)(6) 2026 that during training on (B)(6) 2026 cryogen started spilling from the handpiece resulting in a raised red patch on the leg. A trained cynosure lutronic field service engineer (fse) went to the customer site for a device evaluation. During this time, the reported issue was observed. The nozzle inside the handpiece was found to be loose and was tightened to correct the issue. It is undetermined how this nozzle became loose. After the nozzle was tightened, the device pressure was tested with passing results. A member of the cynosure lutronic clinical was originally told by the treatment site that the patient (who was reported to be a staff member) "had a blister on the treatment area but is fine". Additional contact attempts to the treatment site were made to obtain information about how the patient was healing as well as requesting additional photos of healing, however, these information requests went unanswered. Images of the blister were not provided for evaluation. The event is reportable per FDA medical device reporting title 21 cfr part 803 since a malfunctioned occurred and would likely cause or contribute to a serious injury if the malfunction were to recur.